Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product code : 963206000; product lot number : 00pn36983; reason for complaint : t-handle has broken off from the introducer ; has product been contaminated with bodily fluids : yes; is product being returned with decontamination cert : yes; does the complaint require a response : yes; did the event occur during surgery : no; was surgery time extended as a direct result of incident : no.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the investigation confirmed the failure mode as reported. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.